Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the sensor cannula was fractured while in the body. The blood glucose at the time of the incident was unknown. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device was not returned for analysis.

Manufacturer narrative:
Inspected one opened or used sensor and found sensor cannula bent retracted inside sensor base. No broken or missing parts were observed during analysis. Unable to confirmed customer received sensor in said condition due to customer returned opened and used.